Event description:
Woman sitting in geri chair in a reclining position. Nursing assistant (cna) attempted to raise the chair to a sitting position to facilitate a transfer. Positioning lever stock. Cna bent down and applied more force to lever. Chair came forward and up forcefully. Woman's right leg was trapped in the side of chair the chair design contributed to injury.